Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient was unsuccessful at pairing the receiver with the transmitter. Patient stated that they started the sensor session before pairing completed. Dexcom representative advised the patient to reset the receiver and wait until pairing is completed before starting sensor session. No additional patient or event information is available.